Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that when the cable is connected to the device, it displays instruments not detected. The patient had received local anesthesia. The case was rescheduled. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that when the cable is connected to the device, it displays instruments not detected. The patient had received local anesthesia. The case was rescheduled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. The reported event was confirmed. During evaluation of the returned device, the contract manufacturer was able to duplicate the reported issue of the console not properly recognizing a connected instrument. The cause of the issue was determined to be a loose connection in an internal cable that connects the video board to the mother board.